Manufacturer narrative:
The reported field event of data issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during the device replacement procedure, when the device check was performed, the test would be aborted halfway, the test could not be completed. The program change to produce self-pulse could be performed. The device replacement procedure was completed without any adverse consequences to the patient.